Event description:
It was reported that the patient underwent full revision due to high impedance and low battery. The explanted device has not been returned to date. No other relevant information has been received to date.